Manufacturer narrative:
The device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is user preference issue as the product met specification but the user was reportedly dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was reported that the device became contaminated. A rubicon¿ 35 was selected for use. Upon removing the device from the packaging coil, the device recoiled. The device was then straightened and was successfully used to complete the procedure. When removing the product off the back of the wire, it flicked the physician/nurse on the head due to the recoil. There were no patient complications reported or injuries to the physician/nurse.